Event description:
It was reported that when the cannula was used, it turned white in various areas.

Manufacturer narrative:
At the time of this report the device investigation has not been completed. Once the investigation is completed a follow-up MDR will be submitted.

Manufacturer narrative:
Stryker sustainability solutions (sss) resterilized the complaint device through our open-but-unused process. An initial inspection of the returned device did reveal the tubing had a yellowish tint. The complaint device as well as two original equipment manufacturer (OEM) devices were sent for a material analysis in order to determine if any material differences between the resterilized device and OEM devices. The results did not show any difference in the ir spectra of the two samples and no additional chemical functionalities were detected. The most likely cause for the device tubing yellow was determined to be exposure to extreme environmental conditions after release from sss. The device history record for the returned device shows that the device passed all inspections prior to shipment. The reported event is not occurring more frequently or with greater severity than is usual for the device.